Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with lumbar stenosis and spondylolisthesis at l4-5 underwent l4-5 oblique lumbar interbody fusion. Intra-op, spacer cracked while attempting to make the orthogonal movement during the implantation process. This was explanted and a second spacer was used which also cracked while attempting to make the orthogonal movement. The first cage was explanted completely and two fragments were generated from second spacer which were recovered fully. There were no patient complications reported as a result of this event.